Event description:
Possible allergic reaction to piperacillin/tazobactam. Patient with subarachnoid hemorrhage status post external ventricular drain (evd) placement, started on vancomycin (1250 mg q12 hr) and zosyn (4.5 g q 8 hrs infused over 240 minutes) empirically on (B)(6) for methicillin-susceptible staphylococcus aureus (mssa) pneumonia. Vancomycin was discontinued on (B)(6). After receiving 5 days treatment with zosyn, on (B)(6) patient developed a diffuse maculopapular rash noted over axilla/groin, turning vesicular on back/upper arms/buttocks/upper legs with some blistering/minor sloughing. Initial concern was for steven johnson syndrome. Keppra was discontinued. Per ID consult it was possible drug rash due to zosyn IV. Antibiotics were held off, discontinued zosyn. Rash improved on (B)(6) and patient's expected discharge date is (B)(6) to acute rehab unit.steroids/benadryl/pepcid were started on (B)(6) and antibiotics were held off until (B)(6). Zosyn was added to the patient's allergies list as a high severity reaction (rash, sloughing skin).